Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was intended to be used to treat a mildly tortuous and calcified lesion located in the proximal left anterior descending artery exhibiting 75% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. After this, the device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The inflation device remained on neutral pressure during delivery of the device. It was reported that stent dislodgement occurred during delivery to/at lesion. The stent came off the balloon and was on wire. While the stent was still on wire, the physician was able to manipulate the guide and the wire to get the stent back into the guide. The stent, stent balloon, guide and guidewire was removed together. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.